Event description:
It was reported during the procedure the patient's lead was tested intraoperatively and it was determined one contact was invalid. The physician used a different lead to complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.